Event description:
It was reported that at the post-op check of the asymptomatic patient, it was noted that the atrial lead had migrated into the ventricle. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.